Event description:
It was reported that an ilet user experienced recurring occlusion alerts and an unable to proceed error during fill tubing after a full supply change, consistent with a complete blockage involving the tube, which resolved after a dry run and a subsequent full supply change with site rotation guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in relation to a complete blockage associated with the tube. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.